Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. 1. As stated previously the reported event was not confirmed during the evaluation step of the complaint process. 2. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A. A review of the IFU was performed and it was confirmed the IFU gives instruction for proper handling of the device. This may prevent the discrepancies that were identified specifically the IFU states; do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. B. A review of the DHR was performed and there were no issues found within the record associated to the reported event. 3. Conclusion: a root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. More than 5 years have passed since the device was delivered. Therefore the most likely cause is that the usage frequency may have been high, and the latch and socket of the video connector may have been subjected to high wear due to repeated use, or because the user connected the video connector with excessive force. The video connector may have become unstable and the image transmission from the endoscope to the video processor was affected, causing the image disappearance. It is most likely that the reason why the image returned when the nbi button was pressed was that the contact state of the connector changed due to the vibration at nbi switching.

Manufacturer narrative:
The device was returned to olympus for evaluation. The results of the evaluation were not able to confirm the events described in the complaint. There was however, evidence of a worn out lock latch on the video connector and worn connector block. A follow-up report will be submitted if further investigation identifies any further relevant inform associated with the complaint.

Event description:
It was reported that after 5 mins half the screen/image goes out. The customer further stated that by pushing narrow band imaging button, the image would come back. A subsequent update to the complaint was documented indicating that the patient or other persons were not affected by this event.